Manufacturer narrative:
During inspection and testing, the foreign material found in the nozzle was suspected to be fibers or plastic material. The clog could not be removed. In addition, service found there was an air leak at the distal end of the biopsy channel, and scratches and incisions were observed inside the channel. The adhesive was separating from the bending section cover. The paint was worn from the air/water cylinder and suction cylinder. Key button #2 had a perforation in the covering. The universal cord demonstrated buckling. There was reduced angulation and the angulation control knob was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the air/water channel of the subject device was clogged. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found by service during the device evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that one of the following caused the event: a) brush was broken when used for the air/water (a/w) valve. Then, bristles entered the a/w channel and were caught in the nozzle. B) products used with scope (valves, silicone tubes, etc.) Were damaged and fragments entered channel, causing the nozzle to be clogged. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" ¿channel cleaning brush (bw-20t) _ inspection: confirm that the brush head and the metal tip of the distal end are securely attached. Check the brush head for loose or missing bristles." "Channel-opening cleaning brush (mh-507): inspection: check the brush head for loose or missing bristles" "warning: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use.¿ olympus will continue to monitor field performance for this device.